Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that a patient had a coronary angiography that revealed 99% ostial lm disease. Patient started having chest pain with gross st depression and had pulmonary edema. To tide over the crisis, urgent intra-aortic balloon (iab) catheter was implanted. However the proximal half of iab did not inflate. We waited for about 15 minutes, however there was no augmentation. Hence the balloon was removed and another balloon was placed, and patient¿s condition stabilized. He was immediately shifted for CABG. The console alarm buzzed during the balloon failure occurred. A 100% balloon inflation did not happen. There was no reported injury to the patient.